Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04547. It was reported that the patient¿s therapy strength was decreasing on its own following a fall. Reportedly, one of the leads had migrated and had high impedances. Reprogramming was unable to resolve the issue. As such, surgical intervention was undertaken on (B)(6) 2021 wherein the lead was explanted and replaced with a new lead to address the issue. Therapy was confirmed post operatively. Note: it is unknown which lead was explanted. Hence, both leads are being reported.